Event description:
(B)(4). It was reported that a surgical table was leaking hydraulic fluid. There was no reported pt involvement and no report of any adverse consequences.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. The surgical table is in the process of being sent to a third party repair service for further eval. Eval summary: the exact location of the source of the leak could not be determined from the initial inspection at the user facility. Any additional info discovered during the eval will be submitted in a supplemental report. There was no reported pt involvement and no adverse consequences reported as a result of this event.